Manufacturer narrative:
H3, h6: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the patient had been awakened during the night and had discovered that the extension tubing set had become disconnected from the central line catheter. Upon observing blood at the catheter site, the tubing had been promptly clamped, and preparations had been made to replace the pump, tubing, cassette, and intravenous (IV) connector. The replacement had been successfully completed by the patient. Although a high-pressure alert had initially been triggered by the pump, it had been reset, allowing the continuous infusion to resume without further complications. The infusion had continued without issue thereafter. Nevertheless, concern had been expressed by the patient regarding the potential formation of a blood clot in the catheter. The event occurred while in use with a patient and the patient had not been experiencing any side effects at the time, except for lightheadedness.

Manufacturer narrative:
H3: neither samples nor pictures were received for analysis. Without the return of the samples a comprehensive failure investigation cannot be performed, and a probable cause cannot be determined. If the product is returned, the manufacturer will reopen this complaint for further investigation.